Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event of peeling off coating on the insertion section was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event could have been caused by the following: physical stress, chemical stress, storage environment, etc. Users can detect the suggested event by handling the device in accordance with the following instructions for use statements. "Preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Reprocesing manual_ general policy: precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found." "Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device failed the leak test due to a leak at the insertion tube. The insertion tube was cut and was peeling near the bending section. In addition, as a result of the cut insertion tube, the device failed the insulation failure at the insertion section. In addition, scratches were found on the distal end of the plastic cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a hole in the insertion tube, near the distal end on the loaner evis exera ii bronchovideoscope. The inspection of the returned device found the coating on the insertion tube was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.